Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was cracked. The customer also reported there was a chunk missing from their battery compartment. It was also found the customer had a crack on their battery cap, extending to the display screen. The customer's blood glucose was 5.4 mmol/l. Customer's insulin pump will be replaced. No additional information provided.